Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer ventilator an error 111b (35 v supply failure) there was no patient involvement.

Manufacturer narrative:
(B)(4) were also logged, which all are common to the motor control board. The customer was initially advised to replace the motor control board; however, this did not resolve the issue. The customer determined the issue to be the power management board.